Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/06/2017 with the following findings: a review of the pump black box data showed no evidence of a short battery life. There was a cs 177 low battery warning observed in the pump¿s history due to discharged batteries being used with the pump. The returned battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.